Event description:
Intl ((B)(6)) complaint received from (B)(6) reporting an (B)(6) pt incident/product issue with use of one 011-c1000 connector. The report describes the incident as follows "after changing over extension line containing inotrope pt blood pressure began to fall. This was soon followed by occlusion alarm on syringe driver. Fault traced to the clave connector which was then removed to allow for adequate delivery of drug." Pt therapy was resumed, pt returned to baseline condition. The (B)(6) report also documents "..on discussion with staff it became clear that this was not the first incident of this type. The connector appears to function correctly on first use but the problem arises occasionally when the lines are changed...." F/u info obtained reports that the clave connector was mated/used in set-ups identified as vygon protect-a-line (that includes anti-syphon valve) 832.01, syringe with pump, arrow multilumen cvc.

Manufacturer narrative:
Mfrs investigation: device return: one (1) used 011-c1000 clave connector was returned. Although requested, the involved set-up, mating and access devices were not returned. Investigation in progress.